Manufacturer narrative:
Due to the fact that the affected delivery device was not returned to edwards lifesciences for evaluation, the investigation was limited to the following activities: review of DHR. Review of physician training and IFU for ascendra delivery systems. Review of complaint database for similar products. A device history record (DHR) for the delivery system was performed. The affected device work orders were evaluated and did not reveal any issues during manufacturing that could be related to the event. Review of the complaint history revealed no similar complaints of valve movement on balloon or difficulty withdrawal of valve through sheath for ascendra delivery systems. Without the return of the product, the reported complaint could not be confirmed. During manufacturing, the ascendra delivery system is 100% visual inspected for defects under a minimum of 2.5x magnification. Additionally all sapien frames and valve assemblies are 100% inspected for defects and to confirm critical dimensional specifications. During preparation of the device, the training manual clearly instructs the operators how to mount and crimp the thv on the balloon catheter. These actions make it unlikely that a manufacturing non-conformance could have contributed to the reported issue. Per report, when the valve was being positioned in the annulus, the entire valve crossed the aortic valve. In order to correct the position the physician pulled back the delivery system. It should be noted that withdrawal of the undeployed valve through the calcified annulus can lead to valve movement on the balloon. To prevent movement of the valve on the balloon, the physician¿s are provided with a training manual that states the procedural steps to follow if the valve during positioning completely crosses the annulus. It is likely that the valve may have moved due to the pusher not being advanced to the crimper before the system was pulled back into the ventricle. Since the valve moved on the balloon before deployment, the team decided to withdraw the delivery system/valve back through the sheath. Retrieval of the ascendra delivery system/valve through homeostasis valves in the sheath housing before valve is deployed is not an approved procedure and is not intended function of the device; therefore, the inability to withdrawal the delivery system/valve cannot be assessed per design specifications. It is suspected that patient factors (severe aortic stenosis) and procedural factors noted above may have contributed to the complaint of valve movement on balloon and withdrawal difficulty of valve through sheath. No manufacturing non-conformities and no labeling or IFU inadequacies could be identified. A review of the complaint history did not reveal that the occurrence rate exceeds the (B)(4) 2013 control limits for this failure mode. Therefore, no further actions are required.

Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, when the valve was being positioned in the aortic annulus, the entire sapien valve crossed the aortic valve. When the physician pulled back on the delivery system to position the valve, the valve moved beyond the distal radiopaque marker on the balloon of the delivery system. In order to troubleshoot, the team decided to remove the delivery system/valve through the 26f sheath. While attempting to remove the delivery system/valve through the sheath, however, the valve was unable to pass through the sealing rings on the sheath. The sheath was then removed and a new delivery system was prepped with another 26mm sapien valve. A second 26f ascendra introducer sheath was placed over the wire into the lv. The delivery system/valve was then introduced through the sheath and was able to be successfully deployed. Per report, the patient¿s sinotublar junction measured 28mm, sinus of valsalva (sov) measured 34mm and the patient¿s ejection fraction was 65%. After the case the clinical specialist and the surgical team were able to discuss the case. The team believes that when the sapien valve was pulled back through the native valve, the sapien valve hit a piece of calcium which caused the valve to move outside the radiopaque makers.

Manufacturer narrative:
Investigation is ongoing.